Event description:
The contralateral pull wire caught on the hooks of the superior attachment system upon jacket retraction. Resolved in the usual way with a guide catheter. Jacket retraction difficult but resolved.